Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited a confirmed fracture, with unstable pacing thresholds, high pacing impedance and oversensing of noise with multiple ventricular high rate episodes observed. The device was not pacing the right ventricle either, which was seen when the rv lead was taken out and there was no morphology change in the electrocardiogram (EKG). The physician replaced the rv lead and also chose to prophylactically replace the cardiac resynchronization therapy pacemaker (crt-p). The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.